Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-06901 for the other associated device information. It was reported to boston scientific corporation that two advanix biliary stent systems were placed during an endoscopic retrograde cholangiopancreotography (ercp) procedure performed on an unknown date. According to the complainant, two advanix stent were implanted in the pancreatic duct and bile duct for relieve of pancreatic cyst on an unknown date. The patient¿s anatomy was reported as abnormal due to liver transplantation. The patient underwent an ercp procedure on (B)(6) 2013 because the physician suspected a perforation. It was noted that both stents migrated in the duodenum and that there was perforation in the duodenal wall on the opposite side of the papilla vateri. The physician was unable to tell which of the two stents caused the perforation which is 2-3mm wide. The perforation was left to heal itself. The surgeon removed both stents and placed a wallflex fully covered biliary stent in the bile duct. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.